Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple weeks after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7128917. Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 220973.

Event description:
It was reported that the patient was experiencing stimulation in the ribs. X-ray showed lead migration. The patient underwent a revision procedure wherein leads were repositioned and one of the leads was replaced. Also, the ipg was moved to the other side for comfortability. The patient was doing well postoperatively. The explanted device was discarded by the facility.